Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patent has twiddler's syndrome and dislodged the right ventricular (rv) lead. A revision procedure was performed where the lead was explanted and replaced. The pacemaker remained in service with the new lead. No additional adverse patient effects were reported.